Manufacturer narrative:
This patient received left tmj devices in (B)(6) 2018. Approximately 11 months post-op, she developed a right posterior open bite and a CT was taken where it showed that several bone screws in the mandibular and fossa component had become loose. On (B)(6) 2019, the surgeon removed the left tmj devices. No other patient consequences were reported.

Event description:
The patient's left tmj devices were removed due to several loose bone screws.